Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and acute kidney injury on (B)(6) 2020 with blood glucose of 636 mg/dl. The customer was treated with insulin drip and infusion in the hospital. Customer did not want troubleshooting for high blood glucose level. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.